Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Additional information: b5, h3, h4, and h6. Based on the results of the investigation, it was determined that the screen went black, and no image was displayed was due to the failure of the printed circuit board built into the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented by following the instructions for use, which state: ltf-s190-5/10 operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during pre-use inspection, when the power was turned on, the image on the deflectable videoscope went black and would not display. The procedure was completed with another replacement scope. No health hazard to the patient was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image went black and would not display. There were no reports of patient involvement.